Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked battery compartment, bubbled downstream occlusion (dso) seal, and debris in the remote dose connector. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the pump passed all accuracy testing. The root cause was unknown. Preventive service was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device volumetric flow rate deviation was greater than 6 percent. The event occurred during restocking checks and annual preventive maintenance. There was no patient involvement.